Event description:
Caller indicated that the aviva meter "looked like it was burnt". It is black on the screen and the casing. Reported it felt warm to the touch. No adverse event reported. A request was made for the return of the product, replacement was sent.